Manufacturer narrative:
(B)(4).

Event description:
No abnormalities were reported in relation to the anatomy. The lesion was pre-dilated. The physician intended to use a resolute onyx drug eluting stent. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The stent did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The resolute onyx stent was delivered to the lesion using a non-medtronic guide catheter. It was reported that the tip of the guide catheter became detached when the guide catheter was jailed by the stent and the stent was implanted with it. Therefore, the tip of the non-medtronic guide catheter was torn off and remained inside the patient¿s body with the stent. The torn tip of the non-medtronic guide catheter was then removed out of the body using instruments including a snare; however, the stent was caught with the torn tip and removed out together. It is reported that the stent was noted to be deformed when it was removed from the patient. Regarding the cause, the physician reportedly stated that it was difficult to visually confirm the non-medtronic guide catheter because it had no marker at the tip. The physician determined that the stent was irrelevant to the incident and discarded it. There was no allegation against the resolute onyx stent. Patient status post procedure is alive - no injury.